Event description:
It was reported that the device had a constant syringe sizing error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Able to check the history and see the syringe error reported by the customer, as well as by loading a syringe into the pump. The pub board in the plunger has been replaced. The pump has been calibrated and software updated to 6.0.3 and a new battery placed, as the old one was no longer holding a charge. The repairs are validated the and the pump had passed all the performance tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.